Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
On (B)(4) 2013, it was reported that the pt's blood glucose level was elevated to 380 mg/dl, and the pt thinks the infusion device delivers too low an amount of insulin. The pt corrected the elevated blood glucose level via injection of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The plunger holder was separated from the piston rod. Due to a handling error of the customer during cartridge change, the plunger holder fell off of the piston rod. The customer did not follow the orders of the manual consistently.